Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the percept implantable neurostimulator (ins) had too short of longevity compared to the activa pc. The percept ins was expected to last at least 4 years. The cause of the short ins battery longevity is unknown.